Manufacturer narrative:
H11: h2: corrected data in g4 & additional information in d10 (concomitant devices used). H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no bioinductive implant fragments or tendon staples. A functional evaluation of the device finds it actuates as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arcr procedure, after the regeneten implant and tendon anchor was implanted, the regeneten implant sheet did not came off from the delivery instrument and the implant sheet was torn. Approximately 1/3 of the torn the implant sheet remained inside the body secured by the tendon anchors. It is unknown if there was a back-up device available. There was a surgical delay of 10 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).